Manufacturer narrative:
The device was returned to olympus for inspection. Based in the results of the investigation, a definitive root cause of the stickiness/foreign material observed on the device body control unit could not be determined, however, based on the results of the investigation and previous investigations through the product technical investigation process, reasonably known information suggests probable cause of the issue was likely the result if insufficient device cleaning/reprocessing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the flex deflectable videoscope was found to exhibit stickiness on body control unit. There was no patient involvement, and no harm was reported as a result of the event.